Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 3. On (B)(6) 2024 , non-osseointegration was verified. No product was returned to the manufacturer. At the event the patient experienced: pain, hypersensitivity and inflammation. No further patient complications were reported.